Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% re-stenotic lesion was located the moderately tortuous shunt vein. Vascular access was obtained through the venous shunt. The sterling over the wire 6.0mm x 40mm balloon catheter was advanced to the lesion for treatment and ruptured at 14atms, on the first inflation. The procedure was completed successfully with a different device. There were no patient injuries or complications. The patient's status was reported as "no problem."